Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The date of the event is an approximation. According to a report received by the nurse, a pediatric patient experienced inaccurate cgm readings approximately on (B)(6) 2025. During this time, no bg measurements were taken manually, as the dexcom cgm was displaying values within the "normal" range (specific values were not provided). However, the patient began feeling unwell, prompting the caregiver to take her to the hospital. Upon arrival, a bg test was performed, revealing high glucose levels. The patient was hospitalized and treated with novorapid via injection and intravenous (IV) insulin. The hospitalization lasted approximately two and a half days. At the time the report, the patient had been discharged, was back home, and reported to be feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.